Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system on (B)(6) 2011 including an ipg and surgical lead. It was reported that she developed a rash over the ipg site. The skin reaction was allegedly first observed a week following implant, once stimulation was initiated. Medication and topical ointment were prescribed as treatment. F/u on this matter found that the rash has resolved; however, its cause remains unk. The pt is receiving effective stimulation and no further issues were reported.